Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was curled at the end. The cartridge tip only had patient contact. Back up lens was used to complete the procedure. From additional information it was learnt that the lens curled up and split through the tip of the cartridge. The issue was noticed during the implantation/application. The procedure was completed with same model lens with same diopter. There was no patient injury. Balanced salt solution (bss) was used as a cartridge lubricant. No other information is available.